Manufacturer narrative:
(B)(4). Device expiration date and manufacturer date was not found with the lot number provided.

Event description:
Information was received indicating that during endotracheal intubation with a smiths medical portex® clear soft seal® cuff tracheal tube the cuff was required to be filled several times. Following the procedure, a hole was noted at the internal part of the cannula. No adverse patient effects were reported.